Manufacturer narrative:
Down arrow button did not respond due to corroded keypad trace. The insulin pump received without original belt clip. The insulin pump had missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 186mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Instructed the caller to remove the battery and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.